Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was incorrectly set manifold screw. The device was evaluated. The device displayed error 1 (patient line open) when calibration is in progress. The manifold screw was unscrewed. The device did not reach the appropriate temperature or record flow. The power cord had a cut in it and the fill tube was moldy. The power cord, fill tube, chiller pump, and flow meter were replaced. The device passed all applicable testing and is ready for use. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions for use were found adequate and state the following: "the arctic sun¿ temperature management system is designed and built to have a high degree of reliability; however, failures can occur. Use the troubleshooting methods in chapter 7 or consult with medivance technical support to determine the root cause component for the failure. Once this root cause component for the failure has been determined, follow the appropriate procedure for removal and replacement of the component. An abbreviated list of spare parts and accessories is located in appendix d. For parts not listed, contact medivance technical support. In general, reverse the order of removal to install a replacement component. Please note any special instructions to the contrary. 7.4 troubleshooting assistance for further assistance with troubleshooting, contact your distributor or medivance technical support. Contact customer service for all service related requests. A detailed description of the problem or service required, the unit serial number, and contact information will be required to assist in providing efficient service of the unit. The customer must provide personnel to assist technical support with troubleshooting." Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the system tested according to the service manual. The pumps, drain valves and heater have been replaced and was working correctly. The arctic sun device displayed error 1 (patient line open) when the calibration was in progress. Apparently, the bypass valve did not work in calibration mode. The system did not pass the preventive maintenance. Preventive maintenance requested. The system did not record flow and not reach temperature. Per sample evaluation results on 26dec2023, it was reported that after calibration, the flowmeter stopped working, the power cord had a cut, and the fill tube had mold on it.

Event description:
It was reported that the system tested according to the service manual. The pumps, drain valves and heater have been replaced and was working correctly. The arctic sun device displayed error 1 (patient line open) when the calibration was in progress. Apparently, the bypass valve did not work in calibration mode. The system did not pass the preventive maintenance. Preventive maintenance requested. The system did not record flow and not reach temperature. Per sample evaluation results on 26dec2023, it was reported that after calibration, the flowmeter stopped working, the power cord had a cut, and the fill tube had mold on it.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was incorrectly set manifold screw. The device was evaluated. The device displayed error 1 (patient line open) when calibration is in progress. The manifold screw was unscrewed. The device did not reach the appropriate temperature or record flow. The power cord had a cut in it and the fill tube was moldy. The power cord, fill tube, chiller pump, and flow meter were replaced. The device passed all applicable testing and is ready for use. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions for use were found adequate and state the following: "the arctic sun¿ temperature management system is designed and built to have a high degree of reliability; however, failures can occur. Use the troubleshooting methods in chapter 7 or consult with medivance technical support to determine the root cause component for the failure. Once this root cause component for the failure has been determined, follow the appropriate procedure for removal and replacement of the component. An abbreviated list of spare parts and accessories is located in appendix d. For parts not listed, contact medivance technical support. In general, reverse the order of removal to install a replacement component. Please note any special instructions to the contrary. 7.4 troubleshooting assistance for further assistance with troubleshooting, contact your distributor or medivance technical support. Contact customer service for all service related requests. A detailed description of the problem or service required, the unit serial number, and contact information will be required to assist in providing efficient service of the unit. The customer must provide personnel to assist technical support with troubleshooting." UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the system tested according to the service manual. The pumps, drain valves and heater have been replaced and was working correctly. The arctic sun device displayed error 1 (patient line open) when the calibration was in progress. Apparently, the bypass valve did not work in calibration mode. The system did not pass the preventive maintenance. Preventive maintenance requested. The system did not record flow and not reach temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.